Event description:
It was reported that the pt experienced an increase in pain within the last refill period. At recent refill, the reservoir volumes were as expected. The hcp ordered an MRI to check for granuloma formation as a precaution. It was later reported that an MRI was done, but they were unable to visualize the catheter in the intrathecal space. The plan is for the pt to have an x-ray to determine the level of the catheter then they will order another MRI. Currently, the pt is receiving dilaudid 35 mg/ml and bupivicaine through the pump.